Manufacturer narrative:
The suture mediated closure (smc) system was not returned for analysis. The lot history record (lhr) for this product could not be reviewed because the product was not returned for evaluation and the lot number was not reported. Additionally, a query of the complaint handling database for the reported lot could not be conducted based on the lot number since the lot number was not reported. The root cause of the reported difficulties are related to circumstances of the procedure. In this case, it is likely the needles of the second device went through the loop of the per close sutures of the prior device or the foot caught the suture of the prior device. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional proglide referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that this was a venous closure of the right common femoral vein using the pre-close technique via a 12f sheath hole prior to a cryoablation for atrial fibrillation procedure. Reportedly, two proglide sutures were replaced, one each in the proximal and middle access sites. A third proglide was used in the most distal access site for this patient. While in the vessel, the device became hung up on possibly another device's suture as the device was pulled back to the vessel wall. When the plunger was deployed, a suture break was noticed. After device removal, the posterior foot was noted to be missing. No intervention or imaging was performed. Manual compression was used to achieve hemostasis. No patient issue was observed. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.